Event description:
It was reported that the patient fell the week prior and a pocket revision was performed on the day of the report. There was a significant amount of fluid in the pump pocket that was aspirated once, but re-accumulated. The patient also experienced inflammation at the pump site. It was stated that the pump was dislodged and it was planned to re-suture the pump to the fascia. When the pocket was opened, the catheter was found to be split and twisted at the pump and catheter connection. All four sutures had come loose and this was attributed to the fall. It was also stated that aspiration was not possible via the catheter access port (cap) or the catheter directly. However, cerebrospinal fluid (csf) flow was eventually possible from the spinal segment. The twisted proximal segment was replaced. The dose was then reduced (from 1.712 to 0.96mg/day bupivacaine and from 1.2 to 0.72mg/day morphine). The pump was used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter, model# 8780, sn (B)(4), found significant twisting that may have affected infusion. It was noted that separation occurred at the sutureless connector assembly (segment 1) and the connector pulled apart from the proximal end (transitional area of the catheter of segment 2). There were also two kink areas in the catheter (segment 2), 3.1cm and 5.0cm from the proximal end. During pressure testing, the kinked areas would not occlude when the catheter was bent to a narrow radius. H10: h6 conclusion code fdc 67 and 92 no longer apply to the event.